Manufacturer narrative:
The reported events were ¿tissue found in helix¿ and ¿outer insulation appeared crinkled¿. As received, a complete lead was returned in one piece. The helix was extended / bent and clogged with blood/tissue. X-ray inspection found no anomaly inside the connector region. The helix was stretched/bent consistent with procedural damage. The reported event of ¿tissue found in helix¿ was confirmed. Visual examination found the helix clogged with blood tissue. The reported event of ¿outer insulation appeared crinkled¿ was not confirmed. Visual examination of the lead body insulation did not find any twisting. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During implant procedure, the insulation was found to be bent on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.